Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation: pain, anxiety, seroma, edema, skin rash, dermatitis, pruritis, varied injuries, malaise, nausea, depression.

Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and disfigurement. Plaintiff experienced malaise, brain fog, loss of sexual intimacy, swelling, asymmetry, breast pain, rashes or itching, and diarrhea/vomiting/nausea on an ongoing basis. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life and depression; and other physical and emotional manifestations that are severe and ongoing. Plaintiff has not been diagnosed with bia-alcl." This record is for the left side. The device has been explanted.